Manufacturer narrative:
A review of the mfg records is being conducted.

Event description:
In 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On the following month, the pt had an additional device implanted to address a persistent type I endoleak. No further complications have been reported.